Manufacturer narrative:
MFR reviewed x-rays. X-rays viewed by MFR, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to our country manager that they had a vns pt with high lead impedance. X-rays were rec'd for review. Based on the x-rays rec'd, no pronounced anomalies were identified as the cause of the reported high impedance event. Though the presence of a lead discontinuity, in the portion of the lead near the electrode bifurcation and/or the portion of the lead behind the generator, could not be ruled out. Additionally, the presence of an inadequately inserted connector pin could not be ruled out. Good faith attempts are being made for add'l details.